Event description:
While performing a cysto & stone manipulation, physician inserted stone basket extractor to retrieve stone. Instrument could not be removed. Wire on the basket broke. Ureteral lithotomy was done to remove extractor & stone.